Manufacturer narrative:
The flow coupler doppler probe was removed and the rings were implanted. According to the device history record, the devices met specification at the time of MFR. A 100% functional alignment testing was performed on each device and 100% visual inspection was performed on each assembly during the mfg process.

Event description:
On an unk date, a physician performed a bilateral diep during which a 2.5mm flow coupler was used on an unspecified vein. When the physician removed the anastomotic instrument after vessel approximation, the wire and probe reportedly laid in a way that kinked the vein. The physician said that the wire was too stiff and removed the probe from the flow coupler device. The physician left the coupled rings in place and took out the removable probe portion of the device.